Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 03 when trying to obtain the shocking impedance measurement during attempted implant. No external therapy had been delivered and no cautery had been used.